Event description:
(B)(4). The pt's attorney alleged a deficiency against the device. Per additional information received, the pt has experienced "a quarter of the bladder caught by the metal passer" after undergoing cystoscopy; left ureteroscopy and sling implant.